Manufacturer narrative:
Follow-up # 1 ¿ (05/07/2014), the patient¿s test strips #3452557 have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips have passed all testing with no faults found. The test strips were evaluated and found to have the returned test strip vial contained incorrect test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging when she opened the vita test strips box there was a vial of vita test strips and a vial of verio test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.